Event description:
Customer alleged that the casters were not holding. No injuries reported.

Manufacturer narrative:
Tech found that the casters were not holding due to worn head and foot end brakes and steer linkages. Replaced the brake and steer upgrade and hex rods to resolve this issue. Bed located in bed shop.